Event description:
On (B)(6) 2023, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In feb 2024, the patient experienced irritated and painful skin at the stoma site which was treated with clindamycin 150 mg by mouth twice a day and fucidin ointment. On (B)(6) 2024 there was improvement, but then the situation returned.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.